Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 596 mg/dl at the time of incident and other blood glucose level was 529 mg/dl. Customer also stated that the insulin pump had insulin flow blocked alarm. Customer declined for troubleshooting. The insulin pump was not returned for analysis.